Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 579mg/dl and 159mg/dl. Customer declined to troubleshoot for high blood glucose due to pump loosing power. The customer was treated with bolus for high blood glucose level. Customer also stated that insulin pump receive off no power alert. Customer stated they did receive a low battery alert prior to the off no power alert. Customer stated the battery cap was not loose, cracked or damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No low battery alert and unexpected battery power loss anomaly noted during test. (B)(4).